Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2018 with the following findings: during investigation, the pump was not able to be powered on and was not able to be tested for the reported blank display issue. The battery compartment was observed to be cracked below and above the grip pad. There was evidence of moisture corrosion in the battery compartment. A battery compartment leak was found. The pump was opened and no moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was alleged the display was blank with moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.